Event description:
It was reported that approximately 10 years post implantation, the patient was indicated for a revision due to unknown reasons. At this time, no revision has occurred. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). During the investigation of the event, it was determined that this device is made by warsaw design control. Reported event was unable to be confirmed due to limited information received from the customer. No medical records or devices were returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. D11: item #00620205422 tm shell; lot #61276385. Item #00631005032 longevity liner; lot #61325837. Item #00801803201 versys femoral head; lot #61238162. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2019 -02062; 0001822565 -2019 -02064; 0002648920 -2019 -00623.

Manufacturer narrative:
(B)(4). Concomitant medical products: item # unknown, unknown cup, lot # unknown. Item # unknown, unknown head, lot # unknown. Item # unknown, unknown liner, lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02064, 0001822565-2019-02063, 0001822565-2019-02062.

Event description:
It was reported that patient is considering revision of left hip for unknown reason. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined to be not reportable. The event was reported under the incorrect MFR number. The event will be reported on 0002648920 -2019 -00626.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The event was reported under the incorrect MFR number. The event will be reported on 0002648920 -2019 -00626.